Event description:
It was reported that on (B)(6) 2022, a free flow of cardizem had occurred. The infusion was started at 15:03 and ended at 15:42. The intended infusion rate was 5ml/hr and volume to be infused is 125 ml but 125ml infused over 40 minutes. Received additional information from the customer mentioned that the day this event occurred it was very busy. They couldn¿t get the drug fast enough from pharmacy. The manager was helping a newer nurse with this patient. The manager was the one logged in for the medication administration. Prior to the cardizem infusion being hooked up the clinician gave a bolus of cardizem IV push and then attached the line which was y-sited into another primary line. They verbalized programming checks in the room and looked after to ensure it was programmed correctly. After starting the IV cardizem bag that the patients hr was in the 50s which is where they wanted it. And then about 20 minutes later the charge nurse called the manager saying that the whole bag was dry. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that on (B)(6) 2022, a free flow of cardizem had occurred. The infusion was started at 15:03 and ended at 15:42. The intended infusion rate was 5ml/hr and volume to be infused is 125 ml but 125ml infused over 40 minutes. Received additional information from the customer mentioned that the day this event occurred it was very busy. They couldn¿t get the drug fast enough from pharmacy. The manager was helping a newer nurse with this patient. The manager was the one logged in for the medication administration. Prior to the cardizem infusion being hooked up the clinician gave a bolus of cardizem IV push and then attached the line which was y-sited into another primary line. They verbalized programming checks in the room and looked after to ensure it was programmed correctly. After starting the IV cardizem bag that the patients hr was in the 50s which is where they wanted it. And then about 20 minutes later the charge nurse called the manager saying that the whole bag was dry. There was patient involvement but no harm.